Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of "camera head will not make connection with camera box; plugs in, but only displays color-bar is on screen" was confirmed. The image display issue was due to faulty cable unit. In addition, the rear cover label was fading, focus ring was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the 4k camera head will not make connection with camera box. Camera head plugs in without difficulty, but only displays color-bar on screen. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no manufacturing abnormalities, special hires, or variations. There is no repair history for this device. Since there is no abnormality at the time of shipment, the cracking of the focus ring and cable unit breaking down, causing the image to be no longer displayed, is attributed to excessive force applied by the user's handling.